Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 53 and 61 mg/dl. Customer stated results from the true metrix meter were 25-30 points lower than another device; meter to meter comparison results were not provided. The customer¿s expected blood glucose test result ranges are below 120 mg/dl am fasting and 180 mg/dl non-fasting 1 hour post meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The customer did not have any more test strips from the vial and was unable to provide lot information. The product is not stored according to specification (bathroom). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 2 results provided): result 1: 53 mg/dl, date: on (B)(6) 2025, time: unknown fasting am. Result 2: 61 mg/dl, date: on (B)(6) 2025, time: 9:23 am fasting.